Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the intermittent occlusion alarm was triggered from the beginning of the treatment. The device was changed due to unsuccessful change of tubing and filter without effect. Pain with delay in analgesia was reported as patient harm due to the result of the event.

Manufacturer narrative:
H3: the suspect pump was returned for evaluation. Service history identified that no previous repair has been noted in the past 12 months. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to defective downstream occlusion (dso) sensor. As a result, the dso sensor was replaced. The device passed all functional testing after repair and was returned to the customer.